Event description:
It was reported the patient presented prior to a procedure. During interrogation, it was discovered the atrial lead exhibited a decreasing pacing impedance since february 2020. The suspected cause was a conductor fracture on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2022. There were no patient consequences.